Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
The customer complaining that truebalance meter is providing results of 258mg/dl fasting and 288mg/dl after eating. Customer states performed a control test and obtained a result of 222mg/dl, within the expected range 184mg/dl-250mg/dl. Customer tested to lab test , the result obtained was 110mg/d. Customer instructed that the true balance results system is accurate within 20% of laboratory results.